Event description:
It was reported via repair work order that the power cord sheathing was damaged and exposing electrical wires. It was also reported that the power inlet filter was missing the ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.